Event description:
The physician was attempting to dilate a lesion using a sprinter legend balloon but encountered difficulties removing the device as the balloon would not deflate. No clinical sequelae were reported. Evaluation summary: the balloon was still partially inflated. The balloon bond was necked. The distal tip was damaged. Negative prep was performed however the balloon remained partially inflated. The balloon remained partially inflated as per its returned condition.

Manufacturer narrative:
Results: related to operational context. Root cause of necked balloon bond is most likely procedural related. Deformation problem. Conclusions: related to operational context. Root cause of necked balloon bond is most likely procedural related. (B)(4).